Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay1366 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reay1366 have been reported from the same (B)(6) facility).

Event description:
It was reported that during the catheter permeability test was identified that it was damaged, it was leaking. No patient injury was reported.